Event description:
The patient received his scs system on (B)(6) 2009. It was reported that the patient occasionally felt heat and pain at the ipg site. An x-ray and diagnostic impedance test found no anomalies reported. Follow up on the patient found that he reported no recent episodes of heat or pain at his ipg site. The patient's physician stated that the discomfort may be related to the patient's recent (B)(6) weight loss. This report is being submitted as a precautionary measure as similar alleged events have led to the explant of the ipg.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.